Event description:
The customer reported to beckman coulter (bec) that a 50-60 ml of blue fluid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was running a shutdown at the time when the leak was discovered and stated that the instrument did not generate any errors. The customer was wearing personal protective equipment (ppe), including gloves and a laboratory coat. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) is onsite and did not need to be reviewed. There is a risk management exposure control plan in place. There were no patient results affected and there were no erroneous results reported out of the laboratory. No death or injury was associated with this incident and there was no changes to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse performed a preventive maintenance (pm) per checklist and installed parts from pm kit. During servicing the instrument, the fse found a pin hole in the black strip I-beam tubing at pinch valve (pv43) leaking. The tubing was replaced, resolving the issue. Failure mode was a pin hole in the tubing at pv43. (B)(4).